Manufacturer narrative:
The reported events were lead dislodgement, failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Additional information received notes that the lead exhibited loss of capture.

Event description:
It was reported that the atrial lead dislodged during an unrelated procedure. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.